Event description:
B braun IV extension set leaked at distal connection joint while patient receiving chemotherapy treatment. When leak discovered, patient skin thoroughly washed with soap and water. Site monitored for signs of irritation.